Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with powerled 300 surgical light. As stated, the paint was peeling off. There was no injury reported, however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. According to the service technician, defective parts were replaced and device was returned to use. It is noteworthy that the claimed model is powerled 300 which does not have the paint covers, but plastic ones, therefore the problem described as ¿paint chipping¿ cannot occur on this device. It is more related to cracks and particles of plastic missing. It was established that when the event occurred, the surgical light did not meet its specification as appearance of cracks and particles missing could be considered as technical deficiency and in this way device contributed to event. There is no information whether the device was or was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of complaints with the install base we conclude that the occurrence ratio is very low. All maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ disinfection products test: maquet sas described how to perform the material resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, indicin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. The involved zone was probably exposed and the edges damaged corresponds to a retention zone. These facts indicate that cleaning agent residues may have a negative reaction on plastic surfaces, leads to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. To avoid degradation of the shell it is recommended to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The user manual mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: - prolonged exposure to detergents and disinfectant solutions - high concentrations - prohibited products. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with powerled 300 surgical light. The paint was peeling on headlight cover. There was no injury reported, however we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.